Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "carcinoembryonic antigen level in the pancreatic juice is effective in malignancy diagnosis and prediction of future malignant transformation of intraductal papillary mucinous neoplasm of the pancreas". The literature reported the result of 191 patients with intraductal papillary mucinous neoplasm (ipmn) who underwent endoscopic retrograde pancreatography (erp) using olympus model jf-260v between march, 2002 and march, 2018. In the subject procedures, 21 cases of mild post-ercp pancreatitis (pep) and 1 case of moderate pep reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. All patients were treated conservatively. According to the number of the accidental symptoms known and the number of olympus devices used for procedure, omsc is submitting 22 medical device reports. This is 12 of 22 reports. (12 of 21 mild post-ercp cases).